Manufacturer narrative:
Initial report or supplemental report had the incorrect aware date. The correct aware date is july 19, 2018.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump is burnt at the bottom. Customer's blood glucose was 100 mg/dl at the time of the incident. Troubleshooting was not performed. The insulin pump will be returned for analysis.